Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 02-012-35-6011 logic tibia ps mod insrt sz 6 11mm 2867456; 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t 4047710; 200-02-38 - three peg patella 38mm 4092607; 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm 57323; a10007 - gps knee implant kit 1016015025.

Event description:
As reported, approximately 8 years post op initial left tka, this 56 y/o male patient was revised due to a loosening femur. Patient also complained of knee pain. Explanted and revised with competitors device. Patient was last known to be in stable condition following the event. Unknown medical history. No photos or x-rays provided. Product is not being returned due to hospital policy.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, component, and investigation clinical codes.